Event description:
Information received by medtronic indicated that the battery cap of insulin pump was damaged. No harm requiring medical intervention was reported. The customer will discontinue use of the devise.

Manufacturer narrative:
(B)(4). S/w: 2.8c. Pump was received with partially broken reservoir tube lip, missing reservoir tube o-ring, missing reservoir retainer, broken battery tube threads, cracked lcd window and missing display window cover. Unable to perform displacement test and reservoir unable to lock into place due to partially broken reservoir tube lip, missing reservoir tube o-ring and missing reservoir retainer. Unit was received without the original battery cap and unable to verify damage battery cap.